Manufacturer narrative:
The manufacturing location for this product is cazin, bosnia. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign contaminant was found inside the bd alaris¿ gp series oncology light-resistant primary set set drip chamber. The following information was provided by the initial reporter: "contaminant inside the drip chamber".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary : one 60643 sample from lot 1020271 was received for investigation in which the customer has reported finding a "contaminant inside the drip chamber." The sample was received with opened packaging and with residual fluid present throughout. Examination of the sample confirmed the customer's experience, as multiple small spots were noted on the drip chamber wall. Upon closer inspection the spots were found to be embedded in the wall of the drip chamber component. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have found that such contamination is likely to have been caused by burnt granules from the raw material that have been embedded into the drip chamber wall during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for 1020271 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product.

Event description:
It was reported that foreign contaminant was found inside the bd alaris¿ gp series oncology light-resistant primary set drip chamber. The following information was provided by the initial reporter: "contaminant inside the drip chamber"